Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument 1st four firings were fine, then the 5th through 9th clips came out diagonally. The pt was a hiv postive, so the device was discarded. There was no consequence to the pt.